Event description:
On 11/29/90 device was implanted. On 11/10/91 the cylinders and reservoir were implanted. On 3/7/96 the cylinders and pump were removed from the pt and replaced, reason not indicated. Co has requested add'l info.